Event description:
A malfunction alarm code was reported without any notable preceding events. The customer experienced no adverse impact to their blood glucose level. After receiving pump reset information from customer support, the customer successfully reset the pump, and the malfunction code did not recur.